Event description:
Legal dept was made aware of a case in which a patient is suing her surgeon. Patient claims that the surgeon performed the surgery at the wrong vertebral location. Patient claims that the depuy spine moss miami screw placed at l3 was done, so at an incorrect angle and location. The suit later claims that the mm screws later failed (broke).

Manufacturer narrative:
No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.